Event description:
It was reported that the left ventricular (lv) lead had high thresholds which resulted in the device being at elective replacement indicator (eri) earlier than expected. The device and lv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: product ID 419688, lead, implanted: (B)(6) 2011; product ID 5076-52, lead, implanted: (B)(6) 2011. (B)(4).